Event description:
The surgeon attmepted to implant an aa4204vl silicone plate lens but it tore prior to being inserted. There was pt contact but no injury. The facility stated that it was unk as to why the lens tore. An msi-pr injector and an mtc-60c cartridge wore used, but the facility was unable to provide the lot numbers.